Event description:
During a thoracotomy procedure, some of the staples on the pt side did not form. The surgeon oversewed the staple line and continued procedure without incident. There was no pt consequence.